Manufacturer narrative:
Date sent: 11/08/2007. Evaluation summary: the analysis results for the device confirmed that it was returned non-functional. The probe was connected to a test holster and control module and initialized; the instrument was tested with a test media and the cutter would not cut as intended. Upon further inspection of the instrument, the tip of the cutter was noted to be dull and with a nick on the edge. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, while trying to take samples, they were not getting any tissue back. Completed the case using a competitor's device. There was no patient consequence reported.